Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was bent, which caused the patient's blood glucose was elevated to 4600 mg/dl. The patient was in in emergency room for 6 to 7 hours. The patient had small ketones. No further information available.